Event description:
In 2004, t10-l2 instrumentation was done for the pt with bone tumors of the spine. The mesh was inserted t12. In 2007, the damage of the mesh was confirmed in x-ray. After that, both of the posterior rods were damaged. A revision procedure was performed. According to the doctor, l1 was wedge-shaped and the mesh could not be placed there properly. The doctor thought that made the implants broken.

Manufacturer narrative:
No conclusions can be made at this time. Based on the description of the event, it appears that pt anatomy may have contributed to this event.